Manufacturer narrative:
Due to character restrictions the event site name was shortened. The full name is: scarborough health network centenary a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were unable to to reproduce the issues. The fse checked the unit's logs and was unable to find the reported issue. The unit passed all functional and safety tests and was cleared for clinical use.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1: initial reporter was shortened due to character limitations. The complete name is: (B)(6). E1: event site telephone was reported as: (B)(6).

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) unit failed safety check multiple times. There was no patient involvement.